Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases and battery drawer are broken. Battery release and lead flex cover are contaminated. Side bail covers, ring cover, three case screws, side bails, and ring are missing. Battery contacts are compressed. Keyboard is scratched.

Event description:
It was reported that the external pulse generator failed to capture on multiple occasions, while connected to a patient. It was further noted that it was suspected to be due to loose connections. The generator was replaced and returned. No patient complications have been reported as a result of this event.